Event description:
The consumer complained that the bandage tore her daughter's skin. She received a cream from the doctor.

Manufacturer narrative:
This report is being filed resulting from (B)(4) where the MFR was cited for failure to make multiple attempts to obtain info from MDR decisions.